Event description:
It was reported that the 9800 system would display a charger failed error code during boot up. The tech was not able to use the system.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the filament driver board. The system operates as intended.